Event description:
It was reported that the patient stated that their pocket was not completely healed after one month of device implant. It was also reported that the patient wanted a revision since the new device had slipped. The patient also mentioned that the right ventricular lead untethered from the device and stuck out and bothered them. Follow up information provided that no medical intervention was done. The device and lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.